Event description:
Refer to file # 00-2050. Superior attachment system deployed without incident. Limbs were short on both sides, so the physician planned to sew in the right side. The contralateral limb did not go past the iliac aneurysm on the contralateral side, so the physician used an aneurex cuff instead of using a retroperitoneal incision to stitch the graft to the native contralateral iliac. Implant of the cuff was successful. At completion of the contralateral portion of the procedure the physician proceeded to address the ipsilateral side and found the ipsilateral attachment system deployed prematurely. The ipsilateral attachment system deployed right at the aortic bifurcation. The physician could not remove the device and needed to expand the retroperitoneal incision. The device was removed and the limb was sewn to the native vessel. At the completion the final angiogram revealed that the jacket guard and the balloon of the delivery catheter were still inside the pt. The physician used a snare to retrieve and remove the jacket guard and the balloon catheter. According to the co's info the integrity of the device was intact during attempts to remove the catheter from the pt. The detachment occurred sometime between the expansion of the retroperitoneal incision and the removal of the device from the pt. A femoral-femoral bypass was installed as a result of diminished flow in the iliac artery.